Manufacturer narrative:
Findings: no vibrator anomaly noted. Unit passed displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. Unit had cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had vibrate anomaly. Customer's blood glucose was 500 mg/dl. The customer stated that the device is not vibrating as hard as it use to. The customer is requesting that the device be replace. The customer was advised that the device would be replaced.